Event description:
The device was received in the returned goods lab with the tip of the catheter missing and no info provided. Follow-up attempts to gather more info from the hosp have been unsuccessful. There was no pt injury reported.